Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed the self test and displacement test. All buttons function properly. No keypad/ button unresponsive noted. No damage to the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection. The pump was cut open and traces of moisture on pcba1 and battery tube noted during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay, broken belt clip rails and scratched case. In summary, customer alleged audio/vibrate anomaly not confirmed. Exposed to moisture on electronic assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an audio issue, specifically not hearing any sound when receiving an alarm on the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer verified the sound and vibration settings, toggling the sound option off and on, adjusted the volume, and confirmed the customer did not hear any beeps, resulting in the decision to replace the device and instruct the customer to revert to their backup plan and place the pump in storage mode, with the return policy explained. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device would be returned.